Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the patient had their pump refilled and received oral medication. The pump was refilled again on ¿(B)(6)¿ (also reported as ¿beginning of september¿). At that appointment, a sonogram was done and ¿proved to be a missing catheter to spine.¿ the alarm was first noted on ¿(B)(6) 2014¿ (also reported as (B)(6) 2015). The cause of the alarm was an empty pump since 2015. A refill appointment was not missed; the physician was called to military duty and the other clinic closed. The patient experienced sickness, pain, insomnia, loss of energy and loss of appetite. The pump had not yet been refilled and the symptoms were not resolved.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, dose, and dates of therapy not reported) via an implantable pump. Indications for use included non-malignant pain and lumbar radiculopathy. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2015, the patient's pump was alarming and they went through bad withdrawal due to an empty reservoir; the patient "went through hell, and felt like a junky" due to the withdrawal. It was further noted that the pump had been empty for 4 months because the patient didn't have a physician. Additional symptoms included chills, body aches, no appetite, not being able to drink, and the patient couldn't sleep. The consumer was calling for physician listings as their physician was called into the military and no longer fills their pump. The patient was struggling to find a new physician that would fill their pump; they were given no options by their clinic for a replacement physician. On an unspecified date, the patient did see another physician for a month, but that clinic closed. The consumer was provided physician listings and redirection of the patient to a healthcare provider (hcp) was recommended. It was also reported that the patient was going to have an MRI to determine if the catheter had migrated. It was noted the patient was not getting relief from the pump. Additionally, a sonogram was done and they could not see the catheter. The event date was noted to be 2014. Additional information has been requested regarding if the catheter had migrated; if the pump was refilled; cause of the potential catheter issue; actions/interventions taken to mitigate the issues; and the patient outcome, but it was not available at the time of this event. If additional information is received, a follow-up report will be submitted.